Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops on three separate occasions. It was stated that the patient was admitted to the hospital and awaiting heart transplant. The pump was stopped 3 times. The first pump stop was reported due to outflow graft thrombus on (B)(6) 2025, mrn 2916596-2025-05200. The second pump stop reason was unknown and there was not a clear explanation why it stopped, but the hospital was able to get it restarted, mrn 2916596-2026-2917182. The third time the pump stopped but they were able to get it restarted, and still showed zero flow even though the speed, power, and pi were all within normal limit. Hemodynamically the patient was stable on dobutamine, but the hospital was waiting on a heart. The patient was supposed to have a donation after circulatory death (dcd) donor heart on (B)(6) 2026, but the donor didn't pass and the patient was waiting for another donor. The initial pump stop was noted on log files that were reported on (B)(6) 2025. The pump started registering flow early in the morning on (B)(6) 2026. Prior to this, the patient was evaluated and listed cardiac transplant and was an inpatient waiting.